Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump that does not start. It is unknown when and where this event occurred. This had the potential to interrupt delivery. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo gard infusion pump with does not start was confirmed during product evaluation. The root cause of the reported problem was determined to be depleted main batteries. Appropriate action was taken to correct the reported problem by replacing the main batteries.